Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve , a pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon. Under-expansion of the valve frame was noted on the first attempt to implant the valve. The valve was recaptured. On the second deployment attempt, a vertical line of an infold was notified with fluoroscopy. The system was removed from the patient. A new valve was loaded and implanted on the first attempt. A post bav was performed with a 24 mm balloon. Good hemodynamic result was achieved. No adverse patient effects were reported. Additional information was received that a procedure delay occurred as a result of the infold. Per the physician, the patient's severe aortic valve stenosis contributed to the infold. A post balloon aortic valvuloplasty (bav) was performed after the second valve due to under-expanded valve frame.

Manufacturer narrative:
Conclusion: the valve remained implanted, so it was not returned to medtronic for analysis. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. However, conclusive cause of the expansion issue could not be determined from the limited information available. In this case, a post balloon aortic valvuloplasty (bav) was performed. The device history record (DHR) and frame record were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.